Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. No rewind anomaly was noted. The insulin pump buttons all responded properly. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube, cracked reservoir tube lip, minor scratches on the display window and broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was cracked near the battery compartment. Blood glucose level at the time of the incident was 462 mg/dl, which was due to medication. The customer did not recall how the damage occurred. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.